Event description:
Reporter alleged the lancet needle from the softclix device system used in finger-stick blood glucose testing does not fully retract after use. Customer stated not being able to adjust the depth of the lancet puncture and has been using this device for about 10 years prior without an issue. The location of the alleged incident was not provided. As a result, no actions were taken and no treatment was received. A request was made for the return of the suspect product and replacement product was sent. Softclix system: catalog number 957.